Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. On 07/05/2024 at 6:30 pm the patient lost consciousness when he was about to make dinner. He regained consciousness at 7:15 pm and had to crawl to his recliner. The patient could not capture the cgm (continuous glucose monitor) reading before he passed out but could check it when he regained consciousness and the cgm reading was low. The patient self-treated with some snack bar (hershey) and the reading increased to 60 mg/dl then he ate some more hershey and increased to 71 mg/dl at 11:00pm. The cgm reading slowly increased to 61mgdl at 12:30 am 07/06/2024 on saturday and the patient decided to remove the sensor. There were no bg (blood glucose) readings taken during the event. The patient cannot determine if the adverse event was caused by any dexcom malfunction. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: type of investigation - correction/additional information h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 8/2/2024.